Event description:
A surgeon reported that during a vitrectomy/phacoemulsification procedure, the rubber sealer had a bad connection with the cassette causing fluid to leak into the system. An alternate system was used and the case was completed with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).